Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the xenon light source lamp wouldn't ignite. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "lamp wont ignite(500 or more hours)" was caused by a main lamp did not turn on due to faulty ignitor , the device might have been broken because the circuit board was affected due to stress such as heat or humidity. Olympus will continue to monitor field performance for this device.